Manufacturer narrative:
PMA 50(k): - this product is not marketed in the us. (B)(4). Conclusion code: off-label, unapproved, or contraindicated use (keratoconus eye). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.50 diopter, in the patient's left eye (os) on (B)(6) 2017. After implantation, the patient experienced excessive vault, loss of bcva, angle closure with elevated iop, significant reduction of irido-corneal angles, and blurred vision. At a later date the surgeon explanted the lens, cut it in order to shorten it, then re-implanted the lens back into the eye. It was reported that the vault and eye are good now. A lens exchange has been planned but not performed.